Manufacturer narrative:
The loop and the severed tube sheath of the subject device were returned to olympus medical systems corp. (Omsc) for evaluation. The loop was retracted inside the coil sheath of the subject device. The loop came off from the hook of the subject device inside the coil sheath. In addition, the loop was caught between the hook and the coil sheath. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user could not release the loop because the loop was released in the tube sheath and besides the loop was caught between the hook and the coil sheath. The instruction manual of the device has already warned as follows; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During an unspecified procedure, the subject device was used. During a procedure, the loop of the subject device could not be released. Therefore, the user severed the loop. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".